Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a trans jugular intrahepatic portosystemic shunt using liverty tips access set. During the procedure, it was reported that the device was broken and it also got bent. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: only one photograph was returned. Based on the photo, the needle is confirmed crack as customer reported. In addition, it was observed that the needle was not inserted into the 5f catheter. Due to the limited information provided regarding customer use, it cannot be confirmed whether the needle was used in conjunction with a 5f catheter. Furthermore, the manufacturing process includes 100% visual inspection of the needle appearance, and no similar defects have been identified previously. Therefore, the root cause of the needle breakage cannot be determined. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a trans jugular intrahepatic portosystemic shunt using liverty tips access set. During the procedure, it was reported that the device was broken and it also got bent. There was no reported patient injury.